Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although customer is trained as per omsi training/ instructions for use (IFU), however, customer performs only pre-clean steps and did not brush enough during reprocessing due to their patient loads/ time limitation. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the IFU which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator and the right/left knob, the up/down knob, the light guide cover glass, and the grip were found to be dirty. This report is being submitted for the foreign material/ dirt. There was no patient or user injury reported.

Manufacturer narrative:
In addition to foreign material/dirt, service found the adhesive on the bending section cover was detached, the bending section cover was discolored, the universal cord was scratched, the suction cylinder was shaved, the control unit was sticky, the switch button #1 was sticky, the bending angle was out of specification, there was play in the angulation knob, the plastic distal end cover was shaved, and the adhesive around the light guide lens was peeled. The connecting tube was wrinkled and scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.